Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria

Event description:
The customer reported via phone call of a blank display and battery out limit from the insulin pump. The customer's blood glucose level was 78 mg/dl. The customer changed the battery in the pump and now the screen is coming up. The customer stated that she tried 3 different batteries and the issue continued. The customer received battery out limit when she put the battery back in the pump.